Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a connection issue between the power module and the heartmate touch tablet was confirmed via analysis of the returned unit. The heartmate power module was returned and evaluated at the european distribution center (edc). During the evaluation, the reported event was confirmed when the power module was turned on and connected to a system monitor. When the monitor cable was manipulated, the system monitor would intermittently lose communication, isolating the issue to the connector. The unit was opened revealing a damaged power module to system monitor connector. The damaged component was replaced with a new working component and the issue resolved. The device was repaired, cleaned, and ready for human use. The damaged component was forwarded to ppe for further analysis and ppe confirmed the damage. The root cause of the reported event was determined to be a damaged monitor connector, causing an intermittent connection issue; however, the root cause of the damage could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate 3 patient handbook (rev. G) and the heartmate 3 instructions for use (rev. G) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer tried to establish connection between the power module and the heartmate touch but was unable to. A different bluetooth adapter and different system monitors with different cables was tried. The power module was exchanged and the new one functioned without issues.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.